Event description:
It was reported that t:slim x2 pump battery would not charge and power source alert appeared in pump history. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, tried leaving adapter plugged into working outlet for at least 30 minutes, and pump began charging using original charging supplies, so no further assistance was required and pump did not shut down or become unable to turn back on.